Event description:
During surgery the doctor was checking leg rotation when the acetabular cup rotated in the pt's acetabulum. Everything was removed and redone extending surgery by approxiamtelt 30 minutes.